Event description:
It was reported that the arctic sun device had low water flow. Per review of wo on 17jun2023, no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 19jun2023, service performed at customer location. It has been resolved. Circulation pump assy was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low water flow. Per review of wo on 17jun2023, no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 19jun2023, service performed at customer location. It has been resolved. Circulation pump assy. Was replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that when the device was tested in bypass mode, the flow rate was 0~0.3l/min and found a circulation pump assy. Problem. The circulation pump was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.